Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The coil was removed in its entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.